Manufacturer narrative:
This report is based on information provided by authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl device indicating that the device was unable to discharge. Available details indicate that the device was unable to discharge. Details provided in an email response, determined that this was a user error due to customer did not place the electrode plate in a safe position or contact the patient's tissue according to the regulations, and directly carried out the empty discharge, resulting in the alarm electric shock aborting. The device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a due to user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. No fault found with the device. Device returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : assessed by the authorized service personnel.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator/monitor is unable to discharge. There was no reported patient involvement.